Event description:
Reportedly, at a follow-up hospital, the patient's affected area (pocket area) had become purple and swollen, so he was referred to the subjected hospital. He visited the hospital on (B)(6) 2022, and the entire ICD system was explanted on the same day. He is currently undergoing medical treatment, after which an MRI-compatible competitive ICD system will be implanted. All the explanted devices have been disposed.

Manufacturer narrative:
Please refer to the attached analysis report h11. Corrected data: g3.3. Date received by manufacturer changed to 11/01/2023 as investigation finalized.

Event description:
Reportedly , at a follow-up hospital, the patient's affected area (pocket area) had become purple and swollen, so he was referred to the subjected hospital. He visited the hospital on (B)(6) 2022, and the entire ICD system was explanted on the same day. He is currently undergoing medical treatment, after which an MRI-compatible competitive ICD system will be implanted. All the explanted devices have been disposed.